Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was not successfully implanted due to an unknown product performance issue. Additional information was requested but was unsuccessful. This was an attempted implant. No adverse patient effects were reported.